Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardiac monitor was found to be sticking out two weeks post implant. The physician elected to explant the device. No further information was reported.

Event description:
New information states that the device was explanted a couple of weeks post implant due to erosion which was noted during clinic visit. The patient was in a stable condition before, during, and after the procedure.